Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: hemolysis: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ hemmorhage/bleeding. Impella cp ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, patient experienced hemolysis. Pump p-level was reduced in response to the event. Access site was slightly oozing, pressure was held and dressing changed.

Manufacturer narrative:
B.1 added selection as it was inadvertently omitted from the initial report that was submitted. B.5 information was added that was inadvertently omitted from the initial report that was submitted. D.4 model number and d.7a revised as they were previously entered incorrectly on the initial report that was submitted. H.6 code e0506 and f23 were reported incorrectly on the initial report that was submitted. A new impact code and medical device problem codes have been added. The investigation has been completed. The pump was not returned for investigation. The case started on ic2895 and pump ran for about eight hours before being transferred to ic11184. There was only one instance of a suction alarm reported at the end, just before the pump was transferred to ic11184. On ic11184, the pump was used for another 33 hours, with several suction alarms reported during the first 13 hours while running on p6 and p7. The placement signal was also trending downward during the suction events. No abnormalities were reported regarding positioning issues or motor current spikes throughout the entire case run. Mechanical interaction with blood(hemolysis): the cause of the hemolysis was not determined since the product was not returned for investigation, and data logs/clinical details were not sufficient to determine the cause of hemolysis. Pump suction: the cause of the pump suction was most likely related to the patient condition, based on data log review, which indicated that the patient was not tolerating the high p-level. A device history review was completed and the pump passed all post sterile inspection checks.

Event description:
An echocardiogram was ordered and the pump was repositioned. There were some suction alarms.